Event description:
A distributor reported that a pump failed to detect the cartridge, resulting in a cartridge change error. There was no adverse impact to the customer¿s blood glucose level because no alerts or alarms were recorded during the system check. Technical support replaced the pump due to an issue with the ce marking being erased, and they are awaiting the return of the original device for further evaluation. No additional information was provided regarding the customer's outcome beyond the replacement.